Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Investigation summary: no customer samples or photos were received as of this evaluation. Therefore, 20 retention samples were subjected to a retraction lock-out test as well as a visual inspection for damaged components and the customer's indicated failure mode was not observed as all samples passed the tests. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the retention sample testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: it was reported that the push button and the device exploded causing a minor pinch to r middle finger. Bd vacutainer push button blood collection set, size 21g. After use and after it was withdrawn from the pt. I depressed the push button and the device exploded causing a minor pinch to r middle finger. The wing tips flew off and the needle was temporarily lost in the sofa.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Investigation summary: no customer samples or photos were received as of this evaluation. Therefore, 20 retention samples were subjected to a retraction lock-out test as well as a visual inspection for damaged components and the customer's indicated failure mode was not observed as all samples passed the tests. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the retention sample testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: it was reported that the push button and the device exploded causing a minor pinch to r middle finger. Bd vacutainer push button blood collection set, size 21g. After use and after it was withdrawn from the pt. I depressed the push button and the device exploded causing a minor pinch to r middle finger. The wing tips flew off and the needle was temporarily lost in the sofa.